Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that due to undersensing of the atrial lead, pseudopseudofusion and loss of ventricular capture occurred.